Event description:
The customer reports that they were suctioning blood during a tonsilectomy & adenoidectomy when the suction started to swivel and move in the doctor's hand. Shortly after, it pulled apart and is now in two pieces. The pt was not harmed during the incident.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based on the reported info.